Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head tested out of specification. The cable was replaced, and the rf head passed testing. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned for exchange. It was analyzed and tested out of specification during manufacturer's analysis. There was no patient involvement.